Manufacturer narrative:
(B)(4).

Event description:
Procedure: lap lar. According to the reporter: after firing, the device could not be removed. The surgeon forcibly removed the device and found a hole about 2 cm in diameter around the anastomosed part, as if the tissue was torn. The procedure was converted into open and the rectum was excised additionally with radial reload and cdh stapler (ethicon). Just in case, a stoma was also created. There was tissue damage and unanticipated tissue loss. Or time was extended by more than 30 minutes. The surgeon suspect the device could not cut the tissue properly.